Event description:
Ous MDR - after an implantation period of approx. 66 months, oversensing with inappropriate therapies was reported. The lead was explanted. An event date was not provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Should additional information or the device itself become available for analysis, the investigation will be updated.